Event description:
It was reported that error 4 occurred sometime during the case. Another device was pulled and the error continued. The case was completed with the third instrument and the second handpiece without any patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the second device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. Additional lot # c4de07.